Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope image became dark. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope image became dark. The event occurred in the beginning of an unspecified therapeutic procedure. The intended procedure was completed and the device was inspected prior to the procedure. There were no reports of patient harm.